Event description:
It was reported that the device experienced an electrical reset. It was noted that the patient has been going through radiation therapy. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on reset (por) for write to locked ram, addr=1849, data=0a on (B)(6) 2012. There was one patient alert for por on (B)(6) 2012.